Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom system error 322 caused by loose upper latch switch brackets which allow the upper latch switch to move in and out from the upper door latch. The loose nylon in and out from the upper door latch. The loose nylon screws will trigger an intermittent open/closed switch connection causing the reported symptom. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower switch does not activate. The upper auxiliary assembly was replaced.

Event description:
It was reported that a pump alarmed system error 322. It was also reported that there was no patient injury.